Event description:
It was also reported that there was far field r-wave oversensing after an atrial pace. There was no intervention and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that there was far field r-wave oversensing after an atrial pace and there was inappropriate mode switching. There was no intervention and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.